Manufacturer narrative:
(B)(6).

Event description:
It was reported that sheath split. An isleeve introducer sheath was used for an aortic implant procedure. After post dilatation of the valve with a 24mm non-bsc balloon, the isleeve was noted to be split. No patient complications were reported. The returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. Two of the three seams are starting to expand as expected with device usage. The sheath material was split/torn on the seam starting 8.8cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There is typical tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage.